Manufacturer narrative:
(B)(4). This complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.

Event description:
A customer contacted global technical services (gts) regarding an alarm that appeared on the home choice (hc) during fill. The cg stated she noticed the heater bag disconnected from the setup. The cg stated she changed out the heater bag and the cassette for new supplies but did not change out the supply bags. The technical service representative (tsr) informed the cg when starting over with new supplies that all supplies need to be changed out. The tsr advised the cg to start over with all new supplies and inform the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.